Manufacturer narrative:
The customer reported that the system stopped during surgery. The system was restarted and the procedure was completed without harm to the patient. The company service representative examined the system and was unable to replicate the reported event. The fluidics module was replaced as a preventative measure. The system was then tested and met all product specifications. The system was manufactured on november 24, 2003. Based on qa assessment, the product met specifications at the time of release. A fluidic module was received at the manufacturing site. The sample was replaced as a preventative maintenance, so it was not tested. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during irrigation/aspiration portion of a cataract extraction with intraocular implant surgery the system stopped. The system was restarted and the procedure was completed without harm to the patient. Additional information was requested and received.